Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head has come off oral-b toothbrush, thought it fell off in mouth; brush head broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on 24-aug-2016 that the oral-b power oral care refill precision clean came off the oral-b rechargeable toothbrush, version unknown, and she thought it fell off in her mouth. No symptoms developed. A 16-sep-2016 consumer follow-up via e-mail. The consumer reported that the toothbrush head broke off in her mouth. No symptoms developed.

Manufacturer narrative:
On 15-dec-2016 product investigation results: reporter returned one toothbrush head on 27-sep-2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Head has come off oral-b toothbrush, thought it fell off in mouth; brush head broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer, age unspecified, reported via phone on (B)(6) 2016 that the oral-b power oral care refill precision clean came off the oral-b rechargeable toothbrush, version unknown, and she thought it fell off in her mouth. No symptoms developed. On 16-sep-2016 consumer follow-up via e-mail. The consumer reported that the toothbrush head broke off in her mouth. No symptoms developed.